Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the customer reported that when she opened the drawer to remove a medication, the drawer closed accidentally before she could take the item out. When she reopened the drawer, the station recorded the medication as removed twice. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer closed accidentally and the station count was not displaying the correct amount of medication pulled. A technical support specialist dialed into the station, checked the services and logs, verified the station sync status, checked the database size, and confirmed there were no related errors. The system functioned as intended after the technical support specialist troubleshot the device.